Event description:
It is reported that the device exhibited far p-wave oversensing on the ventricular channel. Physician elected to make no programming changes as the oversensing could not be reproduced in clinic. The patient is monitored via remote transmission.

Manufacturer narrative:
(B)(6).